Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 8513345. Device history review ==> device history reviewed on 17 dec 2019. One unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 31 mar 2019. There were no anomalies identified on this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Two depuy cement were used. It was also reported that the tibial tray was fallen into severe varus. The surgeon revised the tibial tray only, while the femur and patella are well fixed and retained. The patient claims that there was not an event that would explain why the tray collapsed on the tibia. Doi: (B)(6) 2017; dor: (B)(6) 2019; right knee.